Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet after eating without making a meal announcement, with a peak blood glucose of 390 mg/dl that remained above range for about one hour before trending down and stabilizing; no alerts or alarms were reported and the user was using a cartridge direct infusion set. Symptoms included none reported. Outcomes included recovery without medical intervention, no ketone testing, no back-up therapy, and no outside assistance. Investigation included customer education and troubleshooting regarding missed meal announcements. Investigation of this case revealed that the device functioned as designed and that the hyperglycemia was attributable to user error related to a missed meal announcement, with no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error.